Event description:
It was reported that the pump touch screen was cracked and unresponsive. There was no reported impact to customer¿s blood glucose level. The customer reverted to an alternate method in insulin therapy.